Manufacturer narrative:
Initial and final MDR 2030786, device 5 of 9.

Event description:
Reference number: (B)(4). Event occurred in spain. It was reported that patient faced nine infusion set kinked cannula events each on 02-sep, 03-sep, 07-sep, 18-sep, 19-sep, 23-sep, 26-sep and twice on 12-sep. Event occurred within three hours of insertion. The set was in use for a few hours. Patient replaced the infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.